Manufacturer narrative:
Insulin pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, and cracked case near display window corners noted. The test reservoir stay lock in place noted.

Event description:
Customer reported via phone call that the reservoir kept falling out of the reservoir. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with the reservoir tube lip completely broken off, missing reservoir tube lip o-ring and the test reservoir does not stay locked in place noted. The insulin pump had cracked battery tube thread and cracked case near the display window corners noted.